Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the electrode had excess eschar build up leading to the electrode to incur a fire. The patient has no injury.